Event description:
It was reported that an aleutian lordotic an implant fractured intra-operatively. The fractured cage was retrieved from the patient and a new cage was inserted. The procedure was completed successfully with a 20-30 minute surgical delay and no adverse consequences to the patient.

Event description:
It was reported that an aleutian lordotic an implant fractured intra-operatively. The fractured cage was retrieved from the patient and a new cage was inserted. The procedure was completed successfully with a 20-30 minute surgical delay and no adverse consequences to the patient.